Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance >3000 ohms maybe due to lead mechanical impairment issue and the pacing therapy could be compromised. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance >3000 ohms maybe due to lead mechanical impairment issue and the pacing therapy could be compromised. This lead remains in service. No adverse patient effects were reported.